Event description:
Customer reported that the fiber was damaged at the tip during a prostate procedure at 37,872 joules. The case was completed with a new fiber. There was no injury reported. No add'l info was provided by the customer.

Manufacturer narrative:
The device was returned to the MFR and analyzed. The customer initial report of the fiber being damaged at the tip is not considered a reportable issue. Upon analysis of the returned fiber, the fiber was found to be fractured and partially broken off and exhibited char and devitrification. Based on the analysis findings, the fiber condition could result in a forward firing condition of the side-firing surgical fiber, and has been identified as a potential safety issue. There was no injury reported as a result of this event. The root cause of the device failure was determined to be heat accumulation, likely due to tissue contact and or anatomical/procedural factors encountered during the procedure. The product labeling warns that tissue contact, tissue probing and bending fiber at sharp angles may cause fiber damage or breakage. The component codes fiber and cap refer to the results codes thermal problem.